Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the stylet could not be fully inserted. It was noted that the procedure was difficult due to the patient's anatomy. The lead was removed from the pocket and replaced.